Event description:
On (B)(6) 2011, patient reported she is having concerns with getting insulin to come out while doing a prime. Patient stated, she primed 65.0 units of insulin and is still not getting insulin to come through the infusion tubing. Advised patient to change the insulin cartridge. Patient reported, she removed the insulin cartridge and there is insulin in the infusion device's cartridge compartment. Patient stated, she does not see any visible cracks in the insulin cartridge. Patient reported, there is a lot of insulin in the cartridge compartment and she is able to pour insulin out of the cartridge compartment. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.